Manufacturer narrative:
Per additional information received on march 12, 2026, the patient underwent bilateral replacements per followings: l/ sn; (B)(6), r/ sn: (B)(6). (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation primary with mentor memorygel, 200cc silicone prosthesis experienced bilateral capsular contractures unknown grade post operative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left side.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient identifier was updated from (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on january 07, 2026, the patient scheduled for bilateral removal surgery on (B)(6) 2026. The health care professional confirmed diagnosis of bilateral cap con grade 3 to 4. Reason for device explant and/or reoperation: capsular contractures unknown grade manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on march 18, 2026, the patient alo experienced bilateral hypertrophic scars, left sided breast cyst and grade of bilateral capsular contractures are IV. As a result, the patient underwent bilateral implant exchange, open capsulectomy, scar revision of right and left breasts, evacuation of cyst on left breast and 6 o'clock position of the areolar complex. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on march 25, 2026: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. Hypertrophic scarring is a known complication associated with any surgical incision and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. Manufacturer¿s reference number: (B)(4).